Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: added: d9, e1. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an attune impaction handle was found to be faulty during this patient's total knee arthroplasty surgery. The handle, with the keel punch attached, would not pass completely through the tibial drill tower, during the tibial prep portion of the surgery. Upon inspection of the handle, it was discovered that the handle's hinge pin had backed out partially, which impeded the ability for the handle to pass through the tower. The surgery was not delayed, since a second handle was immediately available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : according to the information received, ¿it was reported that an attune impaction handle was found to be faulty during this patient's total knee arthroplasty surgery. The handle, with the keel punch attached, would not pass completely through the tibial drill tower, during the tibial prep portion of the surgery. Upon inspection of the handle, it was discovered that the handle's hinge pin had backed out partially, which impeded the ability for the handle to pass through the tower. The second handle in the tibial prep and impaction instrument tray was used to complete the tibial prep portion of the surgery. The surgery was not delayed, since a second handle was immediately available. A replacement handle is needed to complete the hospital's consignment tray. There was no surgical delay.¿ the device associated with this report was returned to depuy synthes for evaluation. Visual examination of the device found that the side pin of the impaction handle has back out and is loose, this prevents the device from proper assembly. The device exhibits damage consistent with repeated use. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. The overall complaint was confirmed as the observed condition of the attune impaction handle would contribute to the complained device issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.